Event description:
It was reported that the device was used during a gastric bypass. When connecting the anvil to the device, the shoulders on the anvil would not retract. Gaspers were used to squeeze them together to retract. The same device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.